Event description:
As reported by our edwards lifesciences japan affiliate, after deployment of a 20 mm sapien 3 valve in the aortic position via transfemoral approach, echocardiography and aortography showed moderate central regurgitation of the sapien 3 valve. Central regurgitation remained more than moderate even after the guidewire was removed from the valve. The physician deployed an additional 20 mm sapien 3 valve in the initial valve, which resolved the central regurgitation.

Manufacturer narrative:
Investigation is ongoing. The valve remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, h.6 investigation findings, and h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy the transcatheter heart valve. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As a technical summary written by edwards lifesciences applies to this event, a lot history review was not performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In a technical summary by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, limited information or imagery was not available for evaluation. Therefore, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.